Event description:
A piece of the nasal file detached during a rhinoplasty procedure and became lodged in the patient's nasal passage, which caused an abscess. A second procedure was requried to remove piece. There were no further problems reported.